Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when the carrier of an opsite dressing was removed, the silicone adhesive did not remain on the film, making it unusable. This was found during set up or inspection. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device intended to be used in treatment has been returned and evaluated stablishing a relationship with the reported event. The visual inspection of the returned device confirmed silicone remained on the carrier. The functional evaluation confirmed reduced adherence. Root cause determined as a raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.